Manufacturer narrative:
Insulin pump alarmed pump error 38 during the rewind sequence. Motor was tested outside of the device and passed, problem isolated to the pcb1. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify failed batt test alarms due to motor anomaly. (B)(4).

Event description:
Information received by medtronic indicated that after changing the battery cap and insulin pump still showed battery failed alarm. Customer called back after receiving replacement cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.